Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: please clarify what was meant by inefficiency of the clamp. Did the device deliver any staples? Yes. If yes, were the staples formed properly? If yes, was the staple line complete? No. Did the device cut? If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing did this event occur (1st, 2nd, 12th, etc.)? On the 5th fire. During which stroke did the event occur? During the 5th. Was buttressing material utilized? If so, which product? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing or opening)? No. Was there any other issue noted with staple line other than bleeding (malformed staples, incomplete staple line, etc.)? Malformed staples. How was the bleeding controlled? With clips and stapling again. How much blood was lost (ml)? No quantifiable. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Additional information: intra-operative photos received. The event description mentions ¿inefficiency of the clamp¿ whereas the evidence in the photo also appears to confirm the device may have encountered tissue movement. The knife may have encountered a staple that could have caused the tissue to begin milking out of the jaws of the device. Normally the milking of tissue causes the tissue to move within the jaws as the staples are fired from the cartridge which pushes the staple legs out of alignment with the anvil and normally appear clumped in the tissue. Conclusion: based on the photographic evidence, the event description can be confirmed. The analysis results showed that one ec60 device was returned with no visual non-conformances and with two ecr60d cartridge reloads present. Cartridge (b) ecr60d, l55464 was received fully fired and with cartridge deck damage. In addition the cartridge pan was partially dislodged at proximal left end. Cartridge (c) ecr60d, l54e9w was received fully fired and with cartridge deck damage. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to the damaged knife condition. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, at the fifth cartridge, inefficiency of the clamp. Bleeding was observed. The cut line has been mended. No consequences to the patient. More information is awaited. The device was used with a gold reload. Another like device was used to complete the procedure.